Event description:
It was reported that tandem mobi pump issued cartridge alarm and interrupted insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and followed instruction from technical support to deliver 9-unit bolus, confirmed successful completion, reloaded original cartridge, and successfully resumed insulin therapy, and issue was resolved.